Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel, ail, rear case, door latch and corroded iuis. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/02/2004 to the present date 11/18/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device is broken/damaged and has a cpu board error. No patient involvement is noted.